Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the office on (B)(6) 2023 for a controller exchange due to wire damage on their controller. When the patient was connected to the power module, low speed advisories were seen immediately. The customer changed the patient back to batteries and re-connected them to the power module with ungrounded cable for the interrogation. Patient stated that they have been sleeping on batteries for the last couple of weeks. Log files captured 3 low speed advisories and speed drops were as low as 8290 revolutions per minute(rpm). A perc lead repair was scheduled for (B)(6) 2023. On (B)(6) 2023, technical services arrived onsite for the external perc lead repair. The replacement was performed approximately 4 inches from the exit site. No issues were noted after the patient was back on ungrounded cables.

Event description:
Related MFR # for the lvas: 2916596-2023-00562.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller was not confirmed as no photos of the controller were submitted for review and the controller was not returned for analysis. Additional information provided communicated that the system controller would be returned for analysis once a return label was provided. The account was then provided with a return label for the system controller; however, to date the controller has not been returned for analysis. This file will be reopened with further analysis if the controller is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The system controller was shipped to the customer on (B)(6) 2019. Heartmate ii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the alarms do not resolve. Heartmate ii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.